Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when setting up the cap, the yellow end became disconnected. It was not attached to the patient, but it resulted in another kit being opened. The operator of the device was a health professional. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one sample was received. A visual inspection found that the yellow rotating collar was detached from the filter. Customer reported complaint was confirmed. The probable cause of the issue is that the connection was overtightened causing the collar to dislodge from the filter body. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of product.